Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5 - updated with information obtained from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to an external force applied to the distal end. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Event description:
It was confirmed they're reprocessing according to the instructions for use and using olympus brushes. No patient infection has been reported. Customer also confirmed they're using the oer-pros to reprocess the devices. No further issues have been reported.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. Further inspection the returned device found a leak at the scope¿s biopsy channel due to a tear. The bending section rubber glue was noted to be chipped and cracked. Multiple broken elements were noted in the scope¿s ultrasound image. The scope ID showed 290 total uses. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing a leak was noted on the scope. There was no patient involvement. The device was returned to for evaluation and found the glue on the forceps cover peeling and the probe loose, which is considered to be a reportable malfunction.